Manufacturer narrative:
(B)(4).

Event description:
During gastric bypass surgery: the feeding tube could only be removed form pressure plate only with very strong traction. The holding threads were cut of before. At disconnecting the pressure plate were grasped with strong clamps in order to avoid a traction on the gastric pouch. The gastric pouch teared at emersions point and had to be oversewed laparoscopically. Client jeopardized surgery extended more than 30 minutes., no extension of incision, no blood loss, no tissue damage or loss, no change of procedure laparoscopy to open surgery, no part fell into cavity, no reinforcement material used, not re-sterilized.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received: the surgeon cuts one thread prior to removing the device. The suture was not noted to be incorporated into the staple line at the time of difficult to remove the tubing. During a phone call on (B)(6) 2017 with dr. (B)(6), it was confirmed the correct device involved in these cases was with the retrieval suture which is eeaorvil21a.